Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? What medical intervention was performed? Results? If so, was the intervention to preclude permanent damage? Lot#?

Event description:
It was reported that the patient underwent an unknown gynecological procedure in (B)(6) 2016 and mesh was implanted. In (B)(6) 2016, the patient experienced hematuria. A diagnostic cystoscopy was performed and urethral erosion of tape was noted. Additional information has been requested.